Event description:
Head frame foam positioner with soft layer by cardinal health has been causing breakdown to patients chins in the operating room in the prone position for greater than eight hours. We switched to this product from a different product within the last year and previously had no cases. We know of three cases since the new product.